Event description:
Nurse was replacing cap of blood tube after running in analyzer. Tube with blood shattered in her hand deeply cutting rt index finger and surface cut on left index finger. Nerve damage to rt index finger. Suture placed on rt index finger. Blood was drawn for hiv and hep tests. Tetanus shot given. No antiviral treatments were given.